Event description:
(B)(6). Date of event: estimate (B)(6) 2011. According to the information received this complaint pertained to catheters with missing eyelets. A user reported 4 catheters with no holes at the insertion tip. No injury was reported.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.